Event description:
Patient revised to replace the insert that had disassociated from the cup.

Manufacturer narrative:
Evaluation of the returned device did find evidence to support the report of disassociation, however, no product error was identified. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.